Event description:
It was reported that the back rest of the stair chair was cracked and would not hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.